Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced an infection at the lead site. Surgical intervention took place on (B)(6) 2026 wherein a graft and clean out was done to address the issue. Prior to the procedure the ipg was placed in surgery mode and following the procedure the ipg was unable to connect to external devices. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date to address the inoperable ipg.